Event description:
The user facility reported to terumo cardiovascular group that during cardiopulmonary bypass, an air bubble was observed lodged at the apex of the membrane. The prime line was opened to partially evacuate the air, and the remaining air dissolved. No known impact or consequences to pt. Product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow up report when the investigation is complete and more info becomes available. (B)(4). Conclusion: conclusion not yet available - eval in progress.